Event description:
The customer reported this right atrial (ra) lead was surgically abandoned (capped). This lead was sensing, but experiencing no capture in the atrium. The physician could not access the left subclavian, as a result they abandoned the left system and implanted a new system on the right side of the pt's body. A new ra lead was successfully implanted; no adverse pt effects were reported. The device was actively implanted for approx 11 years, 5 months.

Manufacturer narrative:
This lead was surgically abandoned (capped) and will not be returned. As a result, the allegations against this product cannot be confirmed. The device history records, and the complaint files of he lead model were reviewed. No trend of the same or similar type was found or indicated.